Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45mg/dl. Cause was not known. Reportedly the customer went to the emergency room and the customer lost consciousness. Customer was treated with intravenous fluids of saline. Treatment resolved the issue and there was no permanent damage. System check was performed by tandem technical support and the pump is functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.